Event description:
Caller reported the confirmation button on the pump stopped working and he could not cease the alarm. Caller stated he had the flu and experienced elevated blood glucose level. Caller reported he went at once to the hospital as he did not have an insulin pen; was treated for ketoacidosis. Requested return of the alleged pump and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.